Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intraaortic balloon pump (iabp), had a gas leak in the iabp with no blood in the pump. There was no harm or injury to the patient.

Manufacturer narrative:
Updated field: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported the during use on patient cardiosave intraaortic balloon pump (iabp), had a gas leak in the iabp with no blood in the pump. There was no harm or injury to the patient.